Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from the gynecologist. The case involves a (B)(6) female pt who developed enterococcus infection after seprafilm placement. No medical history, past drugs, concomitant medications or concurrent conditions was reported. On (B)(6) 2013, the pt underwent operation for lower segment cesarian section during which the 1 subcutaneous sheet (1 film of 3 inch x 5 inch) of seprafilm was placed in uterine incision (batch/ lot number: 13np163: expiration date unspecified) for postoperative for high fever. On (B)(6) 2014, repeated exploratory laparotomy was done. The same day, the lab culture for peritoneal fluid was performed and the pt was diagnosed with enterococcus infection. The pt initiated treatment with higher antibiotics teicoplanin sodium (targocid) for the event of enterococcus infection. On (B)(6) 2014, the pt recovered from the event of enterococcus infection. Outcome: recovered. Seriousness criteria: enterococcus infection: serious (impatient/prolonged hospitalization). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.